Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; one in the proximal lad and one in the mid lad. It was reported that an mi occurred on the same day as stent implant. Mi occurred in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. No further details are available. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up's. Reference MFR report numbers 9612164-2011-01495 <(>&<)> 9612164-2011-01496.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).